Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since navigation inaccuracies were apparently not recognized by the user during the surgeries and craniotomies were performed not exactly in the intended location, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device. Corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. According to the hospital, the procedures were (still) completed successfully as intended, there was no delay, there was no negative clinical effect to the patients due to this issue, and no remedial actions are necessary. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the craniotomies performed not exactly in the intended location is: for the surgery on (B)(6) 2016: inappropriate quality of the mr patient image that was used for navigation (it was not performed according to the brainlab scan protocol and contained many artefacts) as well as registration point acquisition not being performed in the recommended area, leading to a patient registration that was not as accurate as desired for this specific patient/surgery. For the surgery on (B)(6) 2016: registration point acquisition not being performed in the recommended area, leading to a patient registration that was not as accurate as desired for this specific patient/surgery. Apparently the deviation was not detected during the according accuracy verification to be performed by the user. The following contributing factors could neither be confirmed nor excluded: the navigation reference array and/or the patient's head in the head holder might have moved during the surgery, leading to a deviation of position information displayed by the navigation software. Brain shift may have occurred due to the surgical steps performed and may have led to a decreased navigation accuracy. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results. Corresponding to the root cause, brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
Two cranial surgeries for tumor resection ((B)(6) 2016: lesion of approx. 20x20x30 mm in the right temporal region; (B)(6) 2016: lesion of approx. 43x37x25 mm in the left temporal/parietal region) were performed with the aid of the brainlab cranial 2.1.2 navigation software. During the procedures the surgeon: positioned the patient in lateral position. Registered the actual patient anatomy to the navigation (to the pre-operative image imported into and used by the navigation system). Verified and accepted the patient registration in the navigation. Resected the tumor and ended the surgery. Obtained a post-operative image and detected a deviation of 5-10 mm of the craniotomy from its intended location. According to the hospital, the procedures were (still) completed successfully as intended, there was no delay, there was no negative clinical effect to the patients due to this issue, and no remedial actions are necessary.